Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision levels operated l2-3. Broken during surgery. Unable to retrieve broken part left in screw and continued case as planned. Will return broken screwdriver on (B)(6) 2015.

Manufacturer narrative:
(B)(4). The expedium quick-connect single innie polyaxial screwdriver [product code: 2797-12-400, lot no: 0209mi] was returned for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip; the second half of the tip was not provided with part. The device was then sent to fracture analysis. Analysis found evidence that the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft. No material defects or other abnormalities were observed in this analysis. A hardness test was also performed, and the driver was within specifications. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis and post market surveillance report review was conducted. As a result, no further complaint actions are required. The root cause of the driver shaft tip becoming broken cannot positively be determined. However, the fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No further actions from trending analysis are required; therefore this complaint file will be closed with no further action required.